Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-8991 was received for investigation. Visual evaluation found that the returned fibertak inserter is in compliance with the drawing specification. No problem found.

Event description:
On 2/10/2023, it was reported by a sales representative via email that an ar-8991 knotless fibertak dx inserter was twisted and could not be passed through the drill guide. A new product was used to complete the case. Additional information received on 2/13/2023: this was discovered during a lateral ankle ligament repair procedure. Upon opening the package, the fibertak inserter was found twisted. A new ar-8991 knotless fibertak dx was used to complete the case.